Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a euphora pta balloon to treat a lesion in the patient's lad which has calcification, no tortuosity and cto. No damage was noted on the packaging, that is, shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues. The lesion was predilated. The balloon was used 19 days past its expiry date. Patient is well and has been discharged from hospital as per normal procedure.